Event description:
Customer reported via phone, she was experiencing issues with the transmitter and the sensor. During the call mentioned she was experiencing high blood glucose of 324 mg/dl, then it went up to 326 mg/dl and in the morning it was 480 mg/dl. Customer treated her high blood glucose level with the insulin pump. Customer stated blood glucose might have been higher than normal due to what she ate. The insulin pump also had the incorrect time and date. Date was set to military standard. Customer also stated her doctor had suspended her from the insulin pump and had her revert to insulin pen until issues were resolved. The device was suspended on (B)(6). Customer had gone to the hospital due to nausea and vomiting but stated blood glucose was not high. Customer had a virus and was given medication for nausea. Customer is not returning the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.